Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. It was reported that the up arrow keypad button was under-responsive. It was noted that the keypad was torn/punctured.

Manufacturer narrative:
Follow-up # 1 date of submission 03/25/2015 - device evaluation:the pump has been returned and evaluated by product analysis on 03/16/2015 with the following findings: the keypad was found to be cut and torn at the up arrow; no peeling was observed. During testing, the up arrow button and contrast buttons were unresponsive. The down arrow button was intermittently unresponsive; the ok keypad button responded appropriately. The keypad cover was removed and there was contamination found under all of the button contacts. Unrelated to the complaint, investigation revealed that the audio bolus button was detached/missing from the pump. Also unrelated to these issues, evaluation revealed the display was dim and discolored and battery cap was damaged.